Event description:
A home patient (hp) contacted baxter's technical service center to request information about "how much fluid is left in" her in each drain cycle with homechoice (hc) machine. The hp wanted to verify her programming and therapy readings. The hp has been performing manual exchanges because she drained almost 5000 ml in 2008 in the last fill cycle. Due to the increased intra-peritoneal volume (iipv), the hp felt bloated and had difficulty breathing. The hp reported that 5000 ml was manually drained using a solution bag; the hc machine was not used to drain the hp. The technical service representative (tsr) reviewed the hp's programming and therapy information. Therapy programmed in the machine was as follows: total therapy volume 12000, total time of 8 hours 30 minutes, fill volume of 2500 ml, last fill volume of 2000 ml, and dextrose set to "same" (indicating the dextrose concentration used in the last fill cycle is the same as the concentration used in the other fill cycles). Two therapy sessions were reviewed on two seperate days in 2008. On the first day, therapy was completed. Two alarms were noted in the alarm log. The initial drain volume was 1951 ml, there was no recovered initial drain, the last fill volume was 1740 ml, the total fill volume was 9999 ml, the total drain volume was 12123 ml, the average dwell time was 1 hour, 7 minutes, the total ultrafiltration (uf) was 2123 ml, and there were no bypasses performed. There were no manual drains performed (on machine) and no changes made to therapy settings. Therapy on the second day was also completed. There were no alarms noted in the alarm log. The initial drain volume was 2022 ml and there was no recovered initial drain. The last fill volume was 1683 ml, total fill volume was 9998 ml, total drain volume was 9416, average dwell time was 1 hour, 23 minutes, and total uf was -582 ml. There were no bypasses and no changes to therapy. The tsr advised the hp that the hc machine will be replaced as a precaution. The hp did not want to use the current machine because of the iipv that occurred. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up revealed the hp has since received the replacement hc machine and used it for therapy eleven nights later. She was able to complete therapy without issue. According to the hp, there were no changes made to her prescribed therapy as a result of the iipv reported.

Manufacturer narrative:
.